Event description:
Patient was implanted with tibial nail and screws on (B)(6) 2012. It was discovered on an unknown date both distal screws were broken with patient having a delayed union at the fracture site; resulting in the patient complaining of pain. Patient was returned to o.r. On (B)(6) 2013, all hardware was removed. Surgeon reamed the patients canal and implanted a larger tibial nail and four interlocking screws. Bone graft was taken from the iliac crest and placed in the fracture site. The procedure was completed. This is 3 of 3 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.